Manufacturer narrative:
H6. Health effect - impact code continued: f2301 - additional device required visual analysis: visual analysis of the photographs identified: broken device: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Also has red particles in the gel. It is not possible to determine the lot number or catalog through the photos provided. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: broken device.

Event description:
Healthcare professional reported left side "ruptured right after it was implanted in the patient". The device has been explanted, replaced, and discarded. The surgery was completed with a backup device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ broken device: observed opening striated on anterior side assessed as surgical damage. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side "ruptured right after it was implanted in the patient". The device has been explanted and replaced. The surgery was completed with a backup device.